Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected off no power alarm, low battery alarm noted. Pump had cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the pump received low battery prior to the off no power alert twice. Customer blood glucose reading is unknown.troubleshoot was performed. Customer was advised to discontinue using the insulin pump and revert to back up plan per healthcare instruction. Customer did not have battery to change. Customer also received communication error alarm but the error was not troubleshoot. Insulin pump will be returning for analysis.